Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the customer had an intermittent issue with the autopulse platform (sn: (B)(4)) not powering on. The customer tried to replace multiple batteries; however, the platform was not powering on. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform not powering on was confirmed during the initial functional testing. The processor board was replaced to remedy the fault. During visual inspection, damaged front enclosure and battery lock were noted. The autopulse platform is a reusable device and was manufactured in 2008 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data could not get downloaded due to the platform unable to be power on. The autopulse platform failed the initial functional testing due to the platform unable to be powered on. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure and battery lock were replaced, after which the platform has passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of related complaints for autopulse sn (B)(4).